Event description:
Information received from (B)(4) indicates the following: at the time of documentation of surgery, note also mentions r tibia fracture with tightening of achilles tendon that is being treated by an outside physician with serial casting. No components were removed. Right knee.